Event description:
It was reported by the patient that the device is reacting in a way that feels like a tens (transcutaneous electrical neural stimulation) unit is being used. The patient is not aware of anything that could be causing this, but the patient has muscle tightness/tightness in his chest/neck. Follow up information reports that the patient was last seen by their physician less than a year prior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.